Event description:
It was reported that during a scheduled implant procedure, this pacemaker was an attempted implant. The patient was in atrial fibrillation (af), and when the leads were connected to this device, the electrogram (egm) did not show the flutter signals, however, the device was delivering pacing therapy. The physician disconnected and reconnected the leads to the header, but the issue persisted; therefore, a new device was used and successfully implanted. No adverse patient effects were reported. It is expected to receive this device for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a scheduled implant procedure, this pacemaker was an attempted implant. The patient was in atrial fibrillation (af), and when the leads were connected to this device, the electrogram (egm) did not show the flutter signals, however, the device was delivering pacing therapy. The physician disconnected and reconnected the leads to the header, but the issue persisted; therefore, a new device was used and successfully implanted. No adverse patient effects were reported. This device has been received for analysis.